Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Name of procedure being performed: ni. Detailed description of event: before the case was started the surgical team opened the packaging of the product and noticed a small hole in the sterile packaging. The product was not used in patient treatment and a new grasper was used to complete the case. No patient injury. Product is available for return. Additional information received on 13aug2021 via email from [name], applied medical account manager iii: photos of the product have been provided. The lot number is 1419762. Additional information was received via email on 10sep2021 from [name], applied medical account manager iii: hospital lost the device, product not returning. Patient status: no patient contact. Type of intervention: used a new grasper to complete case.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: ni. Detailed description of event: before the case was started the surgical team opened the packaging of the product and noticed a small hole in the sterile packaging. The product was not used in patient treatment and a new grasper was used to complete the case. No patient injury. Product is available for return. Additional information received on 13aug2021 via email from [name]l, applied medical account manager iii: photos of the product have been provided. The lot number is 1419762. Patient status: no patient contact. Type of intervention: used a new grasper to complete case.